Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: bi71000489r, bi71000093r, bi71000488r, bi71000643, bi71000645r, bi71000489r. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the image acquisition system (ias) and mobile view station (mvs) would not connect. The site rebooted the system, reseated and inspected the umbilical cable, and reseat and inspect the dongle with no change. There was no patient present.

Manufacturer narrative:
H3, h6: the system control board was returned to the manufacturer for analysis. Analysis found that the reported complaint was confirmed. The system control board was installed into a known working test system. During system testing, the imaging system did not fully boot up, failing system test. Analysis determined that there was an electrical failure. Codes b01, c02 and d02 are applicable to this analysis. The image acquisition system (ias) computer was returned for analysis. Analysis was unable to confirm the reported complaint. The ias computer passed bench test. The operating system and application 3.2.1 loaded successfully. It was installed into a known working test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Codes b01, c19 and d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pendant was returned to the manufacturer for analysis. Analysis found that the pendant failed visual inspection. When the pendant was installed into a known working test system, the display was black and white. H6: codes b01, c07 and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: a medtronic representative went to the site to test the equipment. The system board and image acquisition system (ias) computer were replaced. The imaging system then passed system checkouts and was found to be fully functional. Codes b01, c04 and d02 are applicable to this system checkout. Product ID's: bi71000489r, bi71000488r, bi71000645r and bi71000489r have been received by the manufacturer, however, analysis has not yet begun. Codes b21, c21 and d16 represent this. The lot number of product ID: bi71000489r was received. The lot number is 061389107 rev. 7. The lot number of product ID: bi71000488r was received. The lot number is 20414 0010 rev. 5. The lot number of product ID: bi71000645r was received. The lot number is 1751946 rev. R. The lot number of product ID: bi71000489r was received. The lot number is 21014629. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.